Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope as a result of intermittent loss of capture on the right ventricular (rv) lead. It was further reported that the rv lead exhibited high, unstable thresholds and high impedance. It was suspected that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.